Event description:
Customer reported a button error on his insulin pump. The act button is not working and he received several button errors last friday night to saturday morning. The menus are scrolling on their own. Customer has already reverted to an old insulin pump. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarms noted. No moving of screens to different menus noted. The insulin pump had intermittent button response on the act button due to flattened dome switch. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).